Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 29 mmol/l at the time of incident. The customer stated that they treated the high blood glucose with insulin pen. The customer stated that they changed the infusion set but the blood glucose was still high. The customer stated that they found that the reservoir compartment was full. The customer stated that they discarded the reservoir. The reservoir will not be returned for analysis.